Event description:
(B)(6) 2014: it was reported that the patients stimulator no longer worked and hadn¿t for 4-5 years. The physician that implanted it was refusing to remove it as the patient did not work with the physician any longer. The patient needed it removed as he was told by an acupuncturist (about a month prior) that it was sitting right on a sciatic nerve. The patient had cancer and had lost a lot of weight. The sciatic nerve had been giving him a lot of trouble; the patient stated it was probably because the device was sitting right on top of the nerve. The patient was given physician listings. About 2 weeks later, the patient reported he had called all the physicians on the listing but had no luck finding someone to take it out (insurance and/or distance issues). The patient felt that he was going to hurt for the rest of his life. Additional information was requested from the patient¿s physician regarding the outcome. If received, a follow up report will be sent. Of note, per the registration system, the patient had bilateral active devices. Mdrs were sent for both devices. See MFR 3004209178-2014-17576 for the second device report.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 377860, lot# v003662, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 377860, lot# v003662, implanted: (B)(6) 2006, product type: lead. (B)(4).